Event description:
A falsely depressed ctni result of 0.00 ng/ml was obtained on a sample from a patient. The specimen was retested and a result of 0.00 ng/ml obtained. The results were reported to the physician. Additional testing on this specimen was performed simultaneously on a different analyzer and a result of 1.86 ng/ml obtained. The lab notified the physician of the correct result prior to any treatment. The erroneous result was reported to the physician. The corrected result was then reported prior to patient treatment. There was no report of adverse health consequences to the patient.

Manufacturer narrative:
Analysis of instrument log files shows the likely cause to be a sample delivery issue.